Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer believes the blood glucose monitor has provided incorrect bolus advice. No adverse event was reported. It is unknown if the alleged product will be returned for evaluation.